Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increased charge time (CT) of 18.7 seconds. Technical services (ts) discussed the extended CT limit for this device, and that the CT could eventually trip elective replacement indicator (eri). Ts recommended replacement of the device within 3 months of reaching eri. The device was later electively explanted and returned for analysis. Routine initial device testing indicated that detailed analysis was required. To date, there have been no reported adverse patient effects related to this clinical observation.